Event description:
It was reported that, the patient experienced inappropriate shocks on the right ventricular (rv) lead. Additionally, oversensing was noted on the rv lead. Rv lead damage was suspected but this was not confirmed. During a device replacement procedure to normal eri, the rv lead was attempted to be extracted and/or exchanged, but the physician had difficulties accessing the right ventricle. After many attempts, the physician made the decision to just exchange the device and leave the rv lead implanted. The rv lead will continue to be monitored. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The rv lead was attempted to be explanted but was not able to be removed.